Manufacturer narrative:
Reporter is synthes sales representative. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, during the inspection in the warehouse, four (4) of maxframe quick adjust struts x-short, four (4) of maxframe quick adjust struts short, four (4) of maxframe standard struts xx-short, eight (8) of maxframe standard struts x-short, five (5) of maxframe standard struts short, five (5) of maxframe standard struts medium and one (1) of maxframe standard struts long were noticed to have a comic substance, which could be a loctite pouring out, down at the thread. There was no procedure or patient involvement. This event is captured under this (B)(4). This report is for one (1) maxframe standard strut x-short. This is report 2 of 10 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history records review was completed for part: 03.312.816, lot: h377420. Manufacturing location: brandywine, manufacturing date: may 31, 2017. Review of the device history records showed that there were no nonconformances or issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: product investigation was concluded. Visual inspection performed identified spots of the loctite pouring at the junction of the anodized aluminum and threaded steel shaft. Additionally, the poured out loctite was noted with foamy discoloration ranging from white to orange in color. No further issues were identified. Functional test performed on the returned device showed no loose components. All the pins are securely fixed, and all the locking mechanism observed working as intended. While no loose component condition was identified on the returned device, the reported loose condition of the device was not able to be confirmed. However with the residual spots observed at the junction, the overall complaint condition was confirmed. With no loose condition observed, reported loose condition was not able to be replicated. Also, the complaint condition for loctite pouring and discoloration was not able to be replicated with the device received condition. The device history records (DHR) showed that there were no nonconformances or issues during the manufacture of the product that would contribute to this complaint condition. However, a detailed investigation with additional testing was performed to identify the root cause for the same given complaint condition in one of the previous complaint investigations. As a part of this analysis, ftir testing was performed by imr test labs and it was confirmed that the foaming and discoloration of the epoxy in the complaint samples is residual isopropanol left on the part. Upon further investigation for the possible root cause, it was identified that process sheet used in device manufacture was not descriptive of the tools required to wipe away the excess epoxy at the time of the manufacture. Therefore it is possible that this could have potentially contributed to complaint condition if operators choose using isopropanol (alcohol) to aid in wiping away of excess epoxy from the thread. Additionally, no specification for the color nor quantity of epoxy were provided in the device manufacture process sheet which could have also resulted in observed complaint condition. Therefore per these investigation findings, to address this situation, following manufacturing change was made. Manufacturing change, completed on january 26, 2018, added supplementary detail. The update precludes the operator from using alcohol (isopropanol) to remove excess epoxy and instruct the operator to wipe away any excess epoxy using a dry shop towel. With the given devices released before the mc effective date, it is possible that alcohol would have been possibly used in wiping the devices. However, no issues related to this condition were noted per DHR review. The devices were noted to have left the manufacturing site with no relevant issues. While loose condition of the device was not able to be confirmed, with the residual spots noted, the overall complaint condition was confirmed. However, during the investigation no unidentified product design issues or manufacturing discrepancies were observed that may have contributed to the observed complaint condition. Also, necessary actions required to mitigate the observed issue has been already addressed per relevant manufacturing change. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.